Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follow: date: (B)(6) 2014. Inratio inr: 5.7. Lab inr: 2.5. Therapeutic range: 2.0 - 3.0. The time between testing was within one (1) hour. Reportedly, the finger was "milked" after the finger stick. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.